Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant, while coring, the apical coring knife was noted to be dull. The surgeon was able to use both the coring knife and an 11 blade to adequately core the ventricle, but noted that the coring knife was dull compared to previous implants.

Manufacturer narrative:
Section g3: date received by manufacturer of the previous report was 14oct2025. Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), could not confirm the report that the knife was dull. A specific cause for the reported event could not be conclusively determined through this evaluation. The coring knife was returned in a plastic jar wrapped in a surgical glove. The knife handle and protective caps were not returned. Residue consistent with blood was present on the knife body and blade edge. Evidence of rust was observed on the knife body and blade edge, consistent with fluid contact during the implant surgery. Visual and microscopic inspection of the knife revealed blade edge imperfections. Although a specific cause for the noted imperfections could not be conclusively determined, functional testing of the returned coring knife found that it was able to cut a polyurethane sheet without issue, comparable to a control knife. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. These inspections include a cut test and visual inspection of the knife edge under magnification. The coring knife passed all testing and inspection. A corrective action/preventive action (CAPA) investigation was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU,, is currently available. Chapter 1, "introduction", lists the apical coring knife as an optional component for device implantation. Chapter 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This chapter also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was unknown if there was a delay in the procedure due to this event. The patient was noted to currently be recovering in the intensive care unit but was stable as of (B)(6) 2025.